Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient experienced a broken neck: long ar 8 titanium. The items were implanted in (B)(6) 2010.